Event description:
During a left upper lobectomy procedure, the bronchus was stapled, tested for air leak with water in the chest, and there was a leak in the staple line. The surgeon sutured over the staple line. Fifteen minutes extended or time and there was no reported pt consequence.